Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the lens was opacified. The patient saw blue glow and vision was worse in certain light conditions. The discoloration was left.

Event description:
Additional information provided that field of vision and color vision was normal. The patient was not been able to take a photo to get a clear image. Problem with backlight of car and sees a kind of yellow haze especially monocular. Problems with color difference when reading. Reflection of white sheet and with certain light. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.1., a.2., b.5., b.6., d.3., d.4, d6a, e.1., h.3. And h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Clinical information was provided for this event. A final summary of the review is as follows: the two oct images provided are insufficiently clear for an accurate assessment, and the visual field results for both eyes are unreliable due to excessive fixation losses. Combined with the additional clinical information received, this review cannot determine whether the reported symptoms are exclusively or partially related to the associated iol. In summary, the review included several potentials such as: typically linked to one or more physiological and/or optical changes that affect how light enters the eye and is processed. Cataract formation causes the natural crystalline lens to yellow over time, filtering and reducing blue light transmission to the retina. After cataract extraction and implantation of a transparent iol, this filtering effect is no longer present, allowing more blue light to reach the retina. As a result, patients may perceive blue hues as unusually vivid or experience a general bluish tint in their vision. Scattered light from posterior capsule opacification may interfere with retinal image quality, intensifying the blue tint. An iol can also affect this change in color perception: blue light filtering iols are designed to reduce retinal exposure to blue light for protection, although they can sometimes alter color perception, resulting in a visible blue tint. Iol positioning can also affect color perception. If the iol is misaligned or decentered, light may enter the eye at irregular angles, leading to increased optical aberrations and light scatter, which can distort color vision. Underlying retinal conditions, such as age related macular degeneration (amd), which impairs the retina's ability to process visual information can also lead to altered color perception and a more pronounced blue hue. Environmental lighting conditions also play a significant role in increasing the perception of a blue tint: this hue is often more noticeable in bright natural daylight, which contains a higher concentration of blue wavelengths. Artificial lighting, from cool-toned led or fluorescent bulbs, can also increase the intensity of blue light entering the eye. In low-light environments, strong point sources of light, such as automobile headlights and streetlamps, may increase light scatter, further accentuating the blue tint. When multiple factors are present, their combined effects can amplify the perception of a blue hue. While the symptoms can be initially disorienting, especially when the fellow eye is closed, they are typically temporary. In most cases, neural adaptation occurs gradually, and visual perception normalizes within several weeks to a few months. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).